Event description:
This study was received from global pharmacovigilance (gpv): this is a clinical report of an observational study, titled, endotoxin-associated sterile peritonitis observational study (e-steps) from (B)(4) by a physician of peritonitis in a subject coincident with extraneal viaflex, physioneal 40 unknown and nutrineal pd4 unknown therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2007, the subject began treatment with extraneal viaflex (2000ml, every night, lot number not reported) and physioneal 40 unknown (4000ml, once a day, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the subject began treatment with nutrineal pd4 unknown (2000ml, once a day, lot number 10i13g42) ip for capd. On (B)(6) 2010, at 12:00 am, extraneal, physioneal and nutrineal therapies were withdrawn and the subject was placed on hemodialysis permanently. On (B)(6) 2010, the subject experienced peritonitis. Treatment information was not reported. The causality was not reported. No further information was available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.